Event description:
A few months after issue of dreamstation 2 CPAP on (B)(6) 2021 started waking up with severe dry mouth. Was seen by primary care and (ear, nose and throat doctor) doctor, (B)(6) 2023, resulted in treated for inflamed throat and tonsil infection. The CPAP humidifier stopped working (B)(6) 2024 and a week later the CPAP quit working.